Event description:
Additional information: it was later reported that patient was unconsciousness due to high fever and dehydration. Patient had urinary tract infection with sepsis and was hospitalized. It was noted that the issues were "not applicable" to the device and/or its components. Patient outcome was noted as recovered without sequela. Drugs delivered via the device were fentanyl and bupivacaine.

Event description:
It was reported that the patient presented into the emergency room "unresponsive". Additional information has been requested, a follow up report will be sent if it becomes available.

Manufacturer narrative:
Catheter: model #: 8709sc, lot #: n217539001, implanted: (B)(6) 2009, explanted: unknown.